Event description:
It was reported that, "the counter sink on the 12mm & 14mm blockers are way off. One side of the counter sink reads 7mm & the other 5mm, they need to be replaced or recalibrated."

Manufacturer narrative:
Investigation is underway; results will be submitted in supplemental report.